Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging taking inhalers and oxygen for emphysema in both lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience emphysema in both lungs. There was no medical intervention required by the patient. The reported event of emphysema in both lungs and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging emphysema in both lungs an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an black dust-like contamination (inconsistent with degraded sound abatement foam) on the ui panel, dust-like contamination on the blower motor and the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, dust-like contamination at the air inlet of the blower box, there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination in the base unit and was not able to confirm the complaint or address the symptoms specified.